Event description:
The hcp reported that the isomed pump was explanted and another drug delivery pump was implanted. No reason was given for the explant. The device was returned to the manufacturer for analysis.

Event description:
Additional info from the hcp reports that in 2005, the isomed pump was determined to not be functioning properly. The pump was being filled every 4 weeks and 22ccs were being removed from the pump before the refill took place. The pt's pain was not being relieved. The pt outcome was not reported.